Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00242 and 3003742446-2012-00243.

Event description:
Cec adjudication minutes were reviewed. The information received is from the (B)(4) study. The committee agreed that the patient suffered a peri procedural myocardial infarction during the index procedure. The patient is a (B)(6) man with a history of pad, dyslipidemia, hypertension, and smoking who presented with a positive functional ischemia study, ccs class I angina, a 90% stenosis in the mid rca and a 75% stenosis in the right pda. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the right posterior descending artery (pda) was treated with placement of one study stent. A 2.5 x 13mm cypher rx stent was deployed at 15 atm successfully. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in mid right coronary artery (rca) was treated with placement of one 3.5 x 33mm cypher rx study stent. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The patient was discharged the next day on dual antiplatelet therapy. The adjudication committee reviewed the information for the procedure and agreed that the patient suffered a peri procedure mi. There was no adverse event reported by the site.

Manufacturer narrative:
Cec adjudication minutes were reviewed. The information received is from the (B)(4) study. The committee agreed that the patient suffered a peri procedural myocardial infarction during the index procedure. The patient is a (B)(6) man with a history of pad, dyslipidemia, hypertension, and smoking who presented with a positive functional ischemia study, ccs class I angina, a 90% stenosis in the mid rca and a 75% stenosis in the right pda. The patient underwent the index procedure with treatment of two target lesions. The first target lesion in the right posterior descending artery (pda) was treated with placement of one study stent. A 2.5 x 13mm cypher rx stent was deployed at 15 atms successfully. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The second target lesion in mid right coronary artery (rca) was treated with placement of one 3.5 x 33mm cypher rx study stent. The site reported a 0% final residual stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. At the beginning of the procedure, the ck was 56 (nl 397, ratio <1), the ckmb was 1.4 (nl 4.0, ratio <1), and the troponin-I was <0.01 (nl 0.04, ratio <1). Post-procedure on 04/02/2010 at 00:05, the ck was 51 (ratio <1), the ckmb was 2.2 (ratio <1), and the troponin-I was 0.12 (ratio 3). On 04/02/2010 at 10:25, the ck was 54 (ratio <1), the ckmb was 2.4 (ratio <1), and the troponin-I was 0.13 (ratio 3.25). The adjudication committee reviewed the information for the procedure and agreed that the patient suffered a peri procedure mi. There was no adverse event reported by the site. The patient was discharged the next day on dual antiplatelet therapy. The stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00242 and 3003742446-2012-00243.